Event description:
The incident was reported to (B)(4) because one of the bags containing the harvested cells developed a leak during thawing, so the patient received a cell dose that was less than intended, but still greater than the minimum that our guidelines allow. The reporter stressed that this reporting was only precautionary, because the initial investigation does not suggest that there was any intrinsic product defect, rather that the bag was damaged during thawing. Incident date: (B)(6) 2009 at 17:15. Initial report details: following issue of therapeutic stem cells, it was reported by ward staff administering product that a leak had been detected on thawing of one bag. The bag containing cells is manufactured by baxter, product code r4r9951, batch: h09a09026, exp 01/2014. The bag used had a capacity of 190ml, and contained 180ml of cells. The contents of the bag could no longer be infused and was subsequently discarded. As a result, the patient received only 2.305 x 10^6 cd34/kg of the expected 3.09 x 10^6cd34/kg. The minimum recommended dose for an autologous cell transplant is >2.0 x 10^6/kg. Reporter verified that the leak was from the outermost port nearest the bag's edge (one of the two that is not used for access by the lab) and that the port collar was sheared off with the seal just below breached. This was the only leak. The other collar to the other non-used port was also damaged (consistent with mechanical shear on handling the brittle, frozen bag). There was no evidence of the port being spiked or damage to any other port or any other part of the bag. Removing the clamp and inverting the bag resulted in a single fast stream of liquid pouring out of the outermost port only. Reporter conclusion: mechanical shear stress to the frozen bag (specifically the exposed port nearest the edge of the bag) resulted in a breach of the seal within the collar of the port. The inadvertent removal of the protective yellow cap from this port during processing left the port more exposed and damage most probably occurred during handling on the ward during the thawing process. (Records show there were no signs of damage at completion of processing or freezing or at hand over of the bag to the ward, but that it was noticed that the protective yellow cap was missing after the leak was noticed on the ward). Although the patient had died, the hospital stress that this reporting was only precautionary, because their investigation does not suggest that there was any intrinsic product defect, rather that the bag was damaged during thawing. The patient received a cell dose that was less than intended, but still greater than the minimum that our guidelines allow.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered during thawing. There have been no reported negative clinical consequences for the patient resulting from the bag breakage. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4) medical director. A follow-up report will be submitted upon completion of the investigation, once the sample has been received.